Manufacturer narrative:
Analysis description: final analysis of the partially returned lead found insulation abrasion breaching the outer insulation and exposing the outer coil at 41.1 cm to 41.5 cm from the distal tip. This likely caused the reported complaint of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented remotely via merlin.net. The ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2015.